Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on c2024. On (B)(6) 2024, the patient¿s spouse noticed that the patient was sweating profusely and wouldn't wake up. It is unknown what the cgm was displaying during this time. The spouse called the emergency medical technician¿s (emts) around 2:00am and checked that the readings were inaccurate. The patient is unable to provide the actual fingerstick bg or cgm any longer, but according to the emt, there was a difference of around 50 mg/dl. It was not reported whether the cgm was higher or lower than the bg. Emts gave the patient an IV fluid as medication. The patient regained consciousness in his bed after the IV medication. There was no documentation of further medical evaluation or intervention for serious symptoms. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.